Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2024 a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube). On (B)(6) 2024 during a nurse visit, the patient experienced pain upon palpation in the area of stoma site with hardness and the nurse noted stoma site irritation. It was reported that the patient just finished a course of antibiotic zinadol on (B)(6) 2024. A physician was contacted and the patient was instructed to continue 500mg of zinadol for another week.